Event description:
After laparoscopic cholecystectomy was done on pt and instruments were being cleaned automatic grasper noted with broken tip. Drs informed. Broken pieces seen on x-ray. Pt returned to or for laparotomy for successfull removal of pieces.